Event description:
It was reported that the patient underwent surgery for implant of artificial cervical disc at c4-c5 to treat cervical spondylosis without myelopathy. At 8 months after the initial surgery, the patient complained of neck pain and developed a mechanical block, unable to rotate the neck. At 21 months post-op the pt. Underwent additional surgery to remove the artificial disc and a fusion was done at that level. There was no bone growth on the implant upon removal.

Manufacturer narrative:
(B)(4): review of radiographic images show the cervical disc implanted at c4-c5 with lateral position satisfactory. Ap views show gross misalignment of upper and lower trays, in the lateral plane. Examination of the explanted device found evidence of macroscopic wear on both components primarily localized to the wear scar region of both articulating surfaces. The rims of both the superior and inferior components showed a fan pattern consistent with impingement. The inferior set screw was fractured consistent with a fatigue process.